Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint "the clip applier would not fire". The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument failed the clip test. The clip would not fully close onto the test tubing. The root cause of this failure is attributed to user. Additionally, this instrument¿s grip tips were not moving intuitively, i.e. They were not following the master tool manipulator (mtm) input commands smoothly. The root cause of this failure is typically attributed to the misuse/mishandling. The instrument was found to have multiple input disks broken and cracked. Hairline cracks were found on grip input shaft. Input disk #6 was found broken into pieces inside of the housing. This failure caused the clip test and intuitive motion failures of the instrument. The root cause of this failure is typically attributed to the misuse/mishandling.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm medium-large clip applier instrument would not fire. The procedure was completed with no reported injury.